Event description:
The account alleges there are no nurse call functions. No injury reported.

Manufacturer narrative:
The account found the pin connectors were not connected at the side rail cable jumper. No further information is available on the repair of the bed at this time.